Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. Multiple positions were attempted with poor injury and low r wave measurements. It was noted that the patient's anatomy may have been a factor in the placement issue; however, the physician felt there was a possibility of a lead malfunction. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.